Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot #73k1600115 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device would not fire. There was no patient injury.